Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. The customer stated that insulin pump had rejected new batteries, had to rewind more than once per reservoir change, slower rewinding, batteries lasting less than 7 days, noises different from the normal rewind noises. Insulin pump had diminished battery life, losing insulin pump settings after every battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.